Event description:
A site representative reported there was no video input appearing on the monitor after a few minutes of using the stealthstation treon treatment guidance system. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this issue. RMA issued for suspect central processing unit (cpu) of stealthstation system. Cpu returned to manufacturer on (B)(4) 2012. Medtronic representative evaluated the returned part, and verified that video stopped functioning after approximately 5 minutes while testing the video graphics card (vgc) functionality. Vgc fan was spinning, but heat sink felt unusually hot. Suspect vgc is failing. Replaced vgc for further testing. Investigation involved visual inspection and functional testing of the computer boot sequence. Parts replaced/returned via return materials authorization (RMA). System check-out successfully performed after cpu replacement. Issue resolved with computer replacement.